Event description:
It was reported that wearable stop working with error "replace sensor" occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient¿s continuous glucose monitor (cgm) displayed a reading of 112 mg/dl prior to lunch. At approximately 12:30 pm, the patient reported that her dexcom cgm stopped functioning and was no longer providing glucose readings. A fingerstick blood glucose (bg) meter reading at that time showed 203 mg/dl. The patient did not replace the cgm sensor at that point due to a scheduled dmv appointment at 1:30 pm. The patient completed her driving test around 2:30 pm. She recalls getting into her car afterward but subsequently lost consciousness. Emergency medical services (ems) were called, though it is unclear who initiated the call. The patient regained consciousness in the ambulance, where her bg meter reading was 96 mg/dl. Ems administered oral glucose (¿liquid sugar¿). The patient arrived at the emergency room (ER) between 3:10 pm and 3:15 pm. At that time, her bg meter reading was 203 mg/dl, and her blood pressure was reported as 200 mmhg. She was treated with hydrocodone. A repeat bg meter reading showed 230 mg/dl. The patient remained in the ER for observation for approximately 3 hours. During this time, her bg reading dropped to 96 mg/dl, and she was provided with a sandwich and water. Following this, her bg reading increased to 254 mg/dl. The patient was discharged home around 6:30 pm with a final bg meter reading of 254 mg/dl. She was reported to be in stable condition at the time of discharge. No data was provided for evaluation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.